Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported kink was confirmed. Additionally, the support wire punctured through the shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported issue appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that a 3.5 x 15 mm nc trek rx balloon dilatation catheter (bdc) was found at the hospital with other non-abbott products inside a bag which was labelled "faulty". A kink was observed on the catheter of the bdc. The date indicated "(B)(6)". There was no other information on the device or record books; therefore, no additional information could be provided. Return device analysis indicated that the support wire punctured through the shaft in an area distal to the outer member to hypotube seal.